Event description:
A 3.0 mm diameter x 30 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of a left ascending artery lesion. The lesion was pre-dilated with a 30 mm x 15 mm dilatation balloon catheter one time at 10 atms. It was reported that the physician thought that the micro driver stent was successfully deployed in the lad. The physician elected to post-dilate the stent, because the proximal part of the stent was insufficiently dilated. The physician was unable to advance another manufacturer's dilatation balloon catheter into the stent. The physician then performed an angiogram and this demonstrated that the stent was not fully apposed to the vessel wall. The physician elected to snare the device and removed the stent from the patient. Another manufacturer's stent was deployed to complete the case. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the device and its analysis has been completed. Medtronic has received the stent; however, the stent delivery system was not returned for analysis. The stent was returned with severe stretching. Please note that this device (drv30030x / lot number 0000371848) is distributed outside the united states; however, it is similar to the united states distributed product drv30030w.